Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: tep hernia repair. Event description: the rep was not present during the case. Limited information is available at this time. The trocar broke during the case. It is currently unknown what part of the trocar broke. The pieces of the broken trocar were recovered from the patient. Intervention: pieces of unit were all recovered from the patient. Patient status: no patient injury reported.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection of the returned unit confirmed that a piece of the septum, an internal rubber component of the seal, had separated from the seal. The rubber fragment was not returned for evaluation. Based on the condition of the returned unit, it is likely that the fragmented septum was caused by non-axial insertion of the scope through the seal of the dissecting balloon unit. This event was originally reported based on the description of the event when the complaint was created. However, upon evaluation of the event unit, the event is not reportable. Septum fragmentation is not reportable as it is unlikely to cause or contribute to death or serious injury.

Event description:
Procedure performed: tep hernia repair. Event description: the rep was not present during the case. Limited information is available at this time. The trocar broke during the case. It is currently unknown what part of the trocar broke. The pieces of the broken trocar were recovered from the patient. Intervention: pieces of unit were all recovered from the patient. Patient status: no patient injury reported.